Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tips of the device would stick to the tissue when in use. The ligasure device was still used during the case but became an annoyance to the surgeon while operating. Issue was isolated to ligasure because same generator was used for other cases without similar reports. There was no patient injury.